Event description:
It was reported that complete heart block (chb) and paravalvular leak occurred. A patient with existing right bundle branch block was selected for a 27 mm lotus edge valve implant. When the 27 mm lotus edge valve delivery system crossed the native valve, the patient went into chb. The implant was successful, but a moderate to severe paravalvular leak was observed. A closure device was used to stop the paravalvular leak. After the valve implant procedure, a permanent pacemaker was also implanted. There were no adverse patient effects reported. It was further reported that left bundle branch block (lbbb) also occurred. During the procedure, the patient had lbbb and was going in and out of chb. The observations were seen via electrocardiogram monitoring. At this time, the patient is in the intensive care unit (ICU) awaiting a permanent pacemaker. It was further reported that the patient passed away eight days post index procedure.

Manufacturer narrative:
A1 patient identifier - updated, a2 date of birth - updated, a2 age at time of event - updated, a3 sex - updated, b2 outcomes attributed to adverse event - updated, b2 date of death - updated, b5 describe event or problem - updated, h1 type of reportable event -updated, and h6 patient codes - updated.

Event description:
It was reported that complete heart block (chb) and paravalvular leak occurred. A patient with existing right bundle branch block was selected for a 27 mm lotus edge valve implant. When the 27 mm lotus edge valve delivery system crossed the native valve, the patient went into chb. The implant was successful, but a moderate to severe paravalvular leak was observed. A closure device was used to stop the paravalvular leak. After the valve implant procedure, a permanent pacemaker was also implanted. There were no adverse patient effects reported. It was further reported that left bundle branch block (lbbb) also occurred. During the procedure, the patient had lbbb and was going in and out of chb. The observations were seen via electrocardiogram monitoring. At this time, the patient is in the intensive care unit (ICU) awaiting a permanent pacemaker.

Event description:
It was reported that complete heart block (chb) and paravalvular leak occurred. A patient with existing right bundle branch block was selected for a 27 mm lotus edge valve implant. When the 27 mm lotus edge valve delivery system crossed the native valve, the patient went into chb. The implant was successful, but a moderate to severe paravalvular leak was observed. A closure device was used to stop the paravalvular leak. After the valve implant procedure, a permanent pacemaker was also implanted. There were no adverse patient effects reported.